Manufacturer narrative:
One opened sensor was inspected and performed bicarbonate buffer test. The sensor passed with accurate readings. The cannula was also found to be split from the tubing.

Event description:
The customer reported via phone call of having issues with their sensor. The customer states inserting new sensor and it showing up as a lost sensor on the pump. The customer's blood glucose level at the time of incident was 97mg/dl. The customer states the pump is not communicating with the transmitter. Troubleshooting was conducted. The device is being returned for analysis and replaced.